Event description:
Reporter alleged blood glucose readings had been erratic for 2 months and reported discrepant back to back comparative testing. Customer stated blood glucose measured 327 at 5:25 pm back to back with a result of 135 mg/dl when testing was performed at 5:26 pm. It was stated customer self treated for low glucose results, however, no other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.